Event description:
The user reported the connector for the level sensors on the safety monitor ripped off. No other details regarding the nature of the event were provided. There was no reported adverse consequence to the pt as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.